Manufacturer narrative:
Additional information: h3- lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic split annd the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -11.5/3.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. It was reported that after explanting the lens the problem resolved. Cause on event was unknown.